Event description:
Colleague 3 channel pump failed while pt was receiving depamine infusion. It is unclear if the event directly impacted the outcome of the pt. The pt was very ill and the case is still under review.